Event description:
It was reported that a malfunction with code malf 9 occurred, and the fault ID was available. The impact on the customer¿s blood glucose level is unknown, as the customer declined to answer whether it exceeded 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction code did not recur after the reset, and the customer was informed to continue using the pump and to call back if any malfunctions occurred again. The customer acknowledged and understood the instructions.